Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly - this was further due to a leakage from the scope connector and switch. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope was leaking air/water from the switch box. The issue was found during regular device maintenance. The device was returned for evaluation. During the device evaluation, foreign material was found in the auxiliary channel which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on the light cover glass and optical cover glass was worn, the distal end adhesive was worn, there were signs of water in the scope connector, the image produced was giving an error code, the down, left, and right angulations were out of specification, the up and down angulations had minor play, the electrical safety test was not to specification, and the automated air lead test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.